Manufacturer narrative:
Concomitant medical products: s603, boston scientific ipg, implanted (B)(6) 2010.

Event description:
It was reported that high impedance values were observed with the right atrial (ra) lead. In addition, neither sensing or capture could be verified. No additional information could be obtained after multiple follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.